Event description:
It was initially reported by a physician that a vns patient had her vns removed several years ago. The patient now presented pain and discomfort in the clavicle. The area was described as reddish and painful. Additional information from the area representative indicated the patient were to the or and intervention was taken as the surgeon opened the wound near the clavicle and cleaned the area. The surgeon then cut part of the lead and accommodated the rest of the lead behind tissue along with providing the patient with antibiotic. No manipulation was reported to have contributed to the pain.